Event description:
Product analysis for the lead was completed and approved. During the visual analysis of the returned portion the (+) white electrode quadfilar coil appeared to be broken approximately 4mm from the electrode bifurcation. The broken section was identified as being mechanically damaged with pitting which prevented identification of the coil fracture type. Pitting was observed on the coil surface. The area on the remaining broken coil strands was identified as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and fine pitting. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Event description:
Lead and generator were received for analysis. Product analysis for the generator was completed and approved. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator.

Event description:
The patient had a full replacement. The generator was noted to be replaced prophylactically as the battery was 11-25%. The lead was replaced due to high impedance. The explanted devices have not been received for analysis to date.